Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsv6h16), unknown abutment, crown and screw were returned for investigation. There were no allegations against the abutment, crown and screw; the investigation was performed only on the implant. Visual evaluation of the as returned implant identified fracture around the collar. Additionally, there was bone residue around the external threads (damaged possibly during removal) due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted. The reported device had been placed on tooth # 19 for approximately 7 years. X-ray or picture images were not provided and no other information was provided. DHR review for the lot (61889958) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review for the reported lot (61889958) was performed. No similar events or complaints about nonconforming products were found. November post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) the device had been implanted for about 7 years.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k01102, k013227.

Event description:
It was reported that implant had fractured and it was removed. Tooth location 19.